Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital following receipt of an inappropriate shock. It was noted that the device was programmed to alternate sensing vector and the smartpass feature was disabled. Device therapy was programmed off and the patient was transferred to another hospital for further evaluation. Further evaluation was performed, however, the root cause of the inappropriate shock was not determined. The device was reprogrammed to secondary sensing vector, the smartpass feature was enabled and tachycardia therapy was programmed back on. The patient was discharged home from the hospital and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.